Event description:
The customer reported that the insulin pump alarmed motor error and compromised force sensor system during prime. Troubleshooting was done. Customer's blood glucose was 149 mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The insulin pump had no unexpected prime alarms noted during testing. The insulin pump passed displacement test, rewind test, prime test, occlusion test and excessive no delivery test. The motor was tested outside of the insulin pump and passed. The motor error alarmed during basic occlusion test due to light moisture damage on force sensor. A grinding motor noise anomaly noted during rewind due to faulty motor. The insulin pump had minor scratches on lcd window, partially broken-off reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the(B)(4) manufacturing site has been assigned a medwatch number from the medtronic (B)(4).